Event description:
Additional information received noting that the patient was seen in clinic and now has high lead impedance. The patient did not experience any recent trauma that they are aware of, but did notice that he wasn't feeling stimulation like he used to.

Event description:
Patient presented with low impedance during a follow-up visit. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.